Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reported that she has been using nystop powder. The use of stomahesive powder instead was suggested. No additional pt event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
End user reports redness and raw peristomal skin at 6 o'clock position.